Event description:
Our (B)(4) affiliate reports that on (B)(6) 2010, a relative reported that a family member experienced an adverse event while wearing a two week disposable contact lens (cl). The name of the product in question is unk. The relative reported that "around early september", a family member experienced swelling in the left eye, was diagnosed with a corneal ulcer in the left eye and hospitalized for one week for treatment because, it was necessary to instill drops every 30 mins. On 09/28/2010, the relative of pt was contacted to obtain additional info. The relative of the pt reported, having spoken with the pt's parent who indicated that the pt's "eye condition wasn't fine yet" and refused to provide any additional info. No additional info is available at this time. The unk product in question is not expected to be returned for eval. No further investigation can be done at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method - device not returned. No eval will be performed.